Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and radiculopathy. It was reported that the device was not working. No patient symptoms were reported. No further complications were reported or anticipated.